Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon review, history of lead noise was noted on the right atrial lead. No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Further information was requested, but not received.